Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 32mm amplatzer septal occluder was selected for an implant on (B)(6) 2022. The defect was sized using transesophageal echocardiogram (tee) imaging. It was noted that after the occluder was implanted, it kept shifting within the implant site (in the left atrium). The cause was unknown. The device was successfully removed from the patient using a transcatheter snare. The patient was implanted with 30mm amplatzer septal occluder successfully. It was noted that the patient was stable.

Manufacturer narrative:
An event of device migration was reported. The device was returned to abbott for investigation and the device met visual and dimensional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.h6 health effect - impact code: 2199 code removed